Event description:
It was reported that a home patient had a high drain 106 alarm (night drain cycle six) which occurred on a homechoice device during use. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume in standard mode. The hp stated that they had no discomfort or symptoms of an increased intraperitoneal volume (iipv). The patient completed therapy with manual supplies. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The device passed electrical and functional returned instrument testing evaluation (rite). External and internal visual inspections were performed and found no issues. The pneumatic system was tested and found no issues. A simulated therapy was performed on the device successfully. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. An event history log review was performed and identified a high drain volume alarm. The reported problem was verified, though it was not replicated during testing. The cause was determined to be a false empty detect and use error of inappropriately setting the minimum drain volume percent too low. The homechoice apd systems trainer's guide provides a warning "if you set the minimum drain volume % too low, an incomplete drain could result for the patient. This could result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.